Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 (b codes). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The following information was reported in the a article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿ seventeen of 896 knees were revised for femoral component loosening. Infection was ruled out in all patients prior to revision surgery. Patients generally presented with mild knee pain and persistent, large aseptic effusions. 79 months after initial total knee arthroplasty, patient 16 had osteolysis and loosening of the femoral component and was revised. No other information is available. H6: corrected health effect clinical codes.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t; (B)(6) 200-02-38 - three peg patella 38mm; (B)(6) 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 48 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, patellar component loosening, polyethylene pitting, osteolysis, bone loss, pain and swelling. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.